Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced on (B)(6) 2020. The patient was stable post procedure.

Manufacturer narrative:
The reported event of premature battery depletion issue was not confirmed. Interrogation of the device revealed the device was at end of service when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.